Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly the capsule collapsed during the surgery. The doctor removed the lens and implanted backup lens of the same model. Additional information for this event was requested but not received.

Manufacturer narrative:
At torn iol was returned for evaluation. Visual inspection of the incomplete iol found that the optic has was cut or torn in half. One haptic was attached to the returned piece of optic. The haptic was. Bent. Further functional testing could not be performed due to the damage. Device history records (DHR) were reviewed and no discrepancies or anomalies were found. Based on the available information a root cause of this event can not be conclusively determined.